Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. Upon inspection, the fsr reported the unit would not respond to touch. The fsr reported the screen had areas of separation in the touch panel, as well as dried liquids stuck in the corners and edges. After removing and replacing the front panel assembly, the issue was resolved. The fsr calibrated the screen and completed the user verification test. The fsr performed the operational verification procedure and reported the device meets service specifications at this time. At this time, carefusion has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is blank. The customer reported the turbine comes on and the battery indicator light is charging. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated as described. The screen was unresponsive to touch and identified the root cause was due to front panel fluid ingress within the assembly. This issue will be internally investigated within vyaire.